Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after troubleshooting an alarm, the pump could not be made to run. The pump had been programmed for a continuous infusion rate of 8.3 ml per hour, with a total reservoir volume of 100 ml and 92.35 ml already delivered. The pump was completely empty, with air coming out, despite displaying a remaining reservoir volume of 8.3 ml. Both the air and upstream alarms were off. The event occurred during patient use, and no patient harm or injury was reported.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.